Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 127170 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported stylet is stuck, does not allow for removal. The grooves of the needle hub and drive adapter hub becoming misaligned, leading to the stylet unable to be removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "stylet is stuck, does not allow for removal. The grooves of the needle hub and drive adapter hub becoming misaligned, leading to the stylet unable to be removed."